Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf head) was unable to communicate with a device. The rf head was replaced and the issue was resolved. The rf head will not be returned for repair as it was disposed of. No patient complications have been reported as aresult of this event.